Manufacturer narrative:
The technician found the left head side rail center arm is broken possibly by hitting the wall at the facility during transport. The technician replaced the left head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left head side rail is not going up or down and cannot latch. The bed is located in the warehouse at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).